Event description:
A report was received that the patient's precision system was explanted due to infection at the pocket site. The patient's symptoms included black and blue bruising at the pocket site and drainage. The device was working properly prior to being explanted. The patient was on antibiotics 3 weeks prior to being explanted. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient's precision system was explanted due to infection at the pocket site. The patient's symptoms included black and blue bruising at the pocket site and drainage. The device was working properly prior to being explanted. The patient was on antibiotics (B)(6) prior to being explanted. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Date of event - b3: march 2011 additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet model # sc-2208-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.012 inch stylet.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance tests performed. Damages to the leads were a result of a typical explant procedure and it is not considered a failure. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.